Event description:
Additional information received from a manufacturer representative reported they found that the uninterruptible power supply(ups) continued to show low battery error messages on the system as well as error messages within windows. During power down, while onsite the representative found windows blue screen hardware errors, which may have been contributing to the system problems seen by the customer. I replaced the ups and the mobile viewing station(mvs) computer and all issues were resolved.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000862, serial/lot : (B)(6) product ID: bi71000480r, serial/lot : (B)(6) h3, h6: a medtronic representative went to the site to perform a system check out and they found windows blue screen hardware errors, which may have been contributing to the system problems seen by the customer. I replaced the ups and the mobile viewing station(mvs) computer and all issues were resolved. B5: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The ups failed load test; the battery was at the end of the lifespan. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the computer was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the computer analysis. The power supply has been returned to the manufacturer. Analysis has not been completed at this time continuation of d10: updated lot numbers: product ID: bi71000848r ; lot number: rev. 2 : sn (B)(6) product ID: bi70000084r; lot number: rev. 5 : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All analysis was not originally provided for the system checkout. Below is the system checkout analysis in its entirety. A medtronic representative went to the site to perform a system check out and they were unable to verify the complaint, but upon booting the system it was found that the ups was not charged, and multiple battery errors were discovered on the mvs computer.the representative also found windows blue screen hardware errors, which may have been contributing to the system problems seen by the customer. The representative replaced the ups and the mobile viewing station(mvs) computer and all issues were resolved. G3: the initial reporter was a biomedical engineer, which is considered a healthcare professional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site turned on the system and the red battery light indicator was found. The system had been plugged in overnight. The system was able to be used for one case, but shut down when transferring the system to the next case. There was no patient involvement.